Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 600 mg/dl. The blood glucose was treated and dropped to 421 mg/dl. Troubleshooting was performed. The programming and the daily totals matched the bolus plus the basals and times. The alarm history revealed several no delivery alarms. Ran a fixed prime test and passed. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.